Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred. Customer¿s blood glucose was 237 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.